Manufacturer narrative:
At the completion of the investigation, the clinical evaluation confirmed a type 3a endoleak with component separation and sac growth. Clinical evaluation also confirmed a type 3b endoleak and a stent fracture. No patient medical records and limited patient images were available for review of the reported event. Lot number of event device was not provided, unable to complete manufacturing evaluation. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include off label use, patient anatomy, and loss of overlap between the main body and the proximal extension.

Event description:
Patient implant date was estimated to be four years ago in 2012. A subsequent endovascular procedure was completed on (B)(6) 2016, the physician elected to reline with a two non-endologix devices. The patient is in stable condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with endologix devices. It was reported that during a follow up, the physician noted a component separation. The aneurysm is stable with no sac growth. Physician will schedule a computed tomography angiography with plan to do a realign. Secondary procedure has not been scheduled.

Manufacturer narrative:
Patient information updated.